Event description:
I have pts who have needed percutaneous nephrostomies for stents which failed to drain, with antegrade proof that the stent would not drain and was in good position. Facilities narrative: pt with bilateral renal calculi underwent stent placement on right side 2002. Subsequently pt became ill with right flank pain and symptoms of infection. Ultrasound showed stent in good position but renal imaging showed right kidney obstruction. A right percutaneous tube was placed to drain. Further studies showed minimal drainage down stent. Stent removed 9 weeks later.

Event description:
Patients have needed percutaneous nephrostomies for stents which failed to drain, with antegrade proof that the stent would not drain and was in good position.